Manufacturer narrative:
Product ID (B)(4). Serial# (B)(4). Implanted: (B)(6) 2012. Product type lead product ID (B)(4). Serial# (B)(4). Implanted: (B)(6) 2012. Product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: (B)(4) , ubd: (B)(6) 2015, UDI#: (B)(4) ; product ID: (B)(4) , serial/lot #: (B)(4) , ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient has not used stimulator for a while, unsure date. Patient planned procedure is a stimulator replacement. Patient worried for the leads since it has been awhile of no usage; however, patient stated did receive good therapy when stimulator was on. Health care professional (hcp) managing physician, stated patient has not used the therapy for about 2 years. About 1 of the leads showed high impedance during check in the operating room. Patient stated no contributing factors led to lead issue. Patient had no issue with therapy when stimulator was on. Rep checked impedances 2 times after 2 times after wiping down the 1 lead in the bottom port which showed high impedance and also confirmed placement in battery was correct, but same high impedances with this lead. When switched leads to check if the problem with the lower port or the lead itself the same lead showed high impedances. The other lead had no issues. For actions/ intervention taken, stimulator replacement scheduled with health care professional (hcp) successful. Health care professional (hcp) stated will do a lead revision if needed in future and explained issue to the patients/ family. Rep programmed patient using the 1 lead, group a2, which provided relief for his pain areas-low back down to legs, mainly left leg. Patient confirmed he is getting good coverage post anesthesia care unit. The issue was resolved at the time of this report. Patient is alive with no injury. Patient's medical history is low back pain which radiates down to bilateral legs/ toes, left leg more than right. Additional information was received from the manufacturing representative (rep). It was reported that the patient had the stimulator replaced as an elective replacement per patient. The patient did not clarify why he did not use the stimulator as long as had the device off. Rep clarified that the placement battery was correct meant that the placement of the lead into the battery port was correct and they still had high impedances. The information was confirmed by health care professional (hcp). No patient symptoms or complications were reported in this event.